Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision for head dissociation due to trunnion wear and damage. Intraoperative findings were metallosis with stem trunnion damage. Dissociated head. Stem was removed. Competitive stem was reimplanted. Existing cup and screws were retained and a new liner placed."

Manufacturer narrative:
An event regarding disassociation involving an unknown stem was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The provided photographs show recently explanted metal head, stem and poly liner. Damage consisting of loss of taper lock on the stem trunnion was observed. Clinician review: a review of the provided x-ray by a clinical consultant indicated: undated x-ray ap pelvis with uncemented right tha with disassociated and dislocated trunnion from modular head which remains in the acetabular component. No patient demographics, no clinical or pmh, no operative reports, no examination of explanted components, no dated serial x-rays. Based upon the single x-ray submitted, the event description can be confirmed, but insufficient data is present for a medical report. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: based upon the single x-ray submitted, the event description can be confirmed. The provided photographs show recently explanted metal head, stem and poly liner. Damage consisting of loss of taper lock on the stem trunnion was observed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "revision for head dissociation due to trunnion wear and damage. Intraoperative findings were metallosis with stem trunnion damage. Dissociated head. Stem was removed. Competitive stem was reimplanted. Existing cup and screws were retained and a new liner placed."